Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pfa procedure the farawave 2.0 nav catheter was selected for use, after the device was opened and in the scrub techs hands, he prepared the device following protocol and when he transferred the catheter to the bed to hook up the flush ports it would not connect to the saline flush cords. He tried to bend the port opening to go into more of a circle, but it would not hold the shape to connect securely. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Event description:
It was reported that during preparation for a pfa procedure the farawave 2.0 nav catheter was selected for use, after the device was opened and in the scrub techs hands, he prepared the device following protocol and when he transferred the catheter to the bed to hook up the flush ports it would not connect to the saline flush cords. He tried to bend the port opening to go into more of a circle, but it would not hold the shape to connect securely. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The farawave was visually inspected upon return for any damage or defects that could have contributed to the damaged/defective luer issues experienced. Observations of an ovular inner cavity flush luer were noted. A syringe was attempted to attach to the flush port luer and did not fit. It was noticed that the inner cavity of the flush port luer was ovular. The catheter flush luer was examined under the microscope to look for any abnormalities that might have contributed to the observed deformation. No abnormalities were noted that may have contributed to the observed deformation. The returned catheter was connected to the farawave automated leak tester to analyze the pressure and flow values for both the leak and flow tests passed as per the test specifications.